Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 202 mg/dl and 67 mg/dl. No quality controls were run. Customer was able to self treat, but called the paramedics because her heart was racing and was treated with glucose and admitted to the hospital. A request was made for return of the suspect product and a replacement was sent.